Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non- bsc guide wire crossed the lesion, a 4.0 mm x 150 mm x 150 cm, otw coyote¿ balloon catheter was advanced for dilation. Shortly after starting the first inflation, contrast media leakage was noted and the balloon ruptured. The device was exchanged with a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a 20mm tear in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that no segment of the balloon was detached inside the patient after it ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).